Manufacturer narrative:
Block b3: exact date unknown, event occurred approximately three years prior to the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn:m365sc2218500, model:sc-2218-50, serial: (B)(6), batch:7105967, UDI: (B)(4). Product family: scs-linear leads, upn:m365sc2218500, model:sc-2218-50, serial: (B)(6), batch:7105810, UDI: (B)(4).

Event description:
It was reported that the patient underwent an explant procedure wherein all device components were removed due to an unknown reason. No further information could be obtained.